Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient had a CT scan for an unrelated issue, cardiac perforation was suspected. During lead repositioning procedure, physician determined that there was no perforation. Physician moved the lead to the septum to be sure. Patient tolerated the procedure well. Patient will be followed normally.